Event description:
It was reported that during a coronary stenting treatment procedure, the stent moved on the balloon. The 90% stenosed target lesion was located in the calcified left anterior descending artery (lad). The physician advanced the 5.00 x 12 mm liberte bare monorail coronary stent delivery system (sds) to the target lesion, but it was unable to cross. The device was removed from the pt and it was noticed that the stent had moved on the balloon. The procedure was successfully completed with a different device and no pt complications. The pt's current condition is listed as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.